Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer swimming for two hours and forgetting insulin pump on. Customer reported that as a result, insulin pump received a button error alarm. Customer removed battery and received an unexpected restart alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded lcd board. Unable to perform functional testing or verify the unexpected restart or button error alarms due to the blank display. The pump had corroded keypad traces, moisture damage on the motor assembly and moisture under the lcd window. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.